Manufacturer narrative:
Incident reported to inverness on 7/27/2006. Requested info on 8/10/2006 and 8/25/2006. Info not received until 4/13/2007.

Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 2005. Sought medical attention for redness and swelling at the piercing site in 2006. An oral antibiotic was prescribed at that time. Sought medical attention again one day later the next month and an incision and drainage was performed as an outpatient procedure. Continued taking same oral antibiotic.